Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported events of high pacing impedance and p-wave amplitude variation were not confirmed. Visual examination of the lead did not reveal any anomalies. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The measured full helix extension length was within specification as received.

Event description:
Additional information was received indicating that the lead dislodgement also resulted in inappropriate automatic mode switching.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, high pacing impedance and low sensing threshold were noted on the right atrial (ra) lead. It was also noted that two atrial spikes were being sensed by the device which resulted in incorrect interpretation of signal, with the spikes being diagnosed as tachycardia. Then during the lead revision procedure, it was determined that the cause of the event was due to ra lead dislodgement. The ra lead was explanted and replaced to resolve the event. The patient was stable with no consequences.